Event description:
It was reported that the right atrial (ra) lead had several episodes of potential oversensing on single beats noted via electrogram. It was also reported that there were small p-waves. It was noted that the patient has a stimulator device for urinary control. The ra lead will be monitored for further oversensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.